Event description:
Related manufacturer reference number: 2017865-2023-94556. It was reported that over-sensing on right atrial (ra) and right ventricular (rv) leads were noted. Both leads were capped and replaced on (B)(6) 2023. The patient is in stable condition.